Event description:
It was reported that the instrument fractured. No further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Provided pictures of the product identified the grey impactor tip was broken. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection shows that the returned device has a broken plastic tip. The returned tip is from a different instrument as seen by the attached prints. The tip should be a black radel part and the returned tip is grey. The instrument shows dings and damage to the entire part. The etch is hard to read but item and lot numbers are confirmed to match the complaint. The features of the fracture surface of the returned gray tip visually align, an overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Complaint was re-opened due to product return. Review of the returned product confirmed the reported event and the results of the original investigation have not changed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.